Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this device system became syncopal due to ventricular fibrillation (vf). The implantable device delivered numerous shocks and the patient eventually required external rescue. The device was interrogation and confirmed to have recorded a code 1004 indicative of a shock delivered into a shorted system and code 1007 indicative of charge time out. The device was also noted to be operating in safety mode. The following day surgical intervention was performed. Visual inspection noted that the existing right ventricular (rv) lead and left ventricular (lv) lead had evidence of previous lead repair. Difficulty removing the lv lead from the header was encountered. Attempts to replace the rv lead were complicated by the inability to gain venous access. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) confirmed the terminal end of the lv lead remained within the header port. The portion of lv lead was removed and medical adhesive (ma) and/or pieces of lv lead were found adhered to the seal rings of the lv port. The ma and pieces of lead were suspected to have been introduced into the port during the reported lead repairs that occurred at a prior procedure. The ma and pieces of lead likely caused the reported difficulty removing the lv lead from the header of this device. Next, review of the device memory was completed. It was noted the device recorded a shorted lead fault (fault code 1004 or 1005) on october 9, 2016 after a shock was attempted. Subsequent shocks were attempted and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.